Event description:
Patient was revised to address loosening and migration of cup into protrusio. It was reported that her acetabulum had fractured during index procedure. **update** (B)(6) 2012- litigation papers received. In addition to previously reported allegations, it is now alleged that the patient suffers from pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, and lack of mobility. A metal liner and femoral head have been added.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated loose cup. There was no mention of migration. One acetabular screw was removed with the loose cup so it is now being added to the complaint. During the doi ((B)(6) 2009) while implanting the final cup a fracture of the acetabulum occured. There was no mention of infection as previously alleged.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address loosening and migration of cup into protrusion. It was reported that her acetabulum had fractured during index procedure. Update 11/19/2012- litigation papers received. In addition to previously reported allegations, it is now alleged that the patient suffers from pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, and lack of mobility. A metal liner and femoral head have been added. Update 1/29/2015- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated loose cup. There was no mention of migration. One acetabular screw was removed with the loose cup so it is now being added to the complaint. During the doi ((B)(6) 2009) while implanting the final cup a fracture of the acetabulum occured. There was no mention of infection as previously alleged. The complaint was updated on:2/19/2015. Update 2/4/2015- pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. The complaint was updated on:2/27/2015. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
**Update** (B)(4) 2012 - litigation papers received. In addition to previously reported allegations, it is now alleged that the patient suffers from pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, and lack of mobility. A metal liner and femoral head have been added. The devices associated with this report were not returned. A search of the complaint database and / or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
After review of medical records it was confirmed that the patient was revised due to aseptic loosening of the cup. Operative note reported inflamed-appearing fibrinous tissue in the wound and there was fibrous ingrowth noted in the acetabulum.